Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, an iliac dissection was noted upon removal of the 22fr sapien sheath. Two viaban stents were deployed with a great result. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 6mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly calcified and mildly tortuous. Per report, the event was not caused by a device malfunction. In additiona, no difficulty was noted when inserting the sheath.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6mm, and the vessels were noted to be mildly calcified and mildly tortuous. In this case, the root cause of the reported right common iliac dissection cannot be confirmed; however, it is likely that the less than adequate size of the vessel, in combination with mild calcification and mildly tortuousity, caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.